Event description:
It was reported that the patient presented via merlin.net. Transmission revealed that the pulse generator was in back-up vvi mode. The device was successfully downloaded. The patient did not experience any adverse events and their condition before, during and after reprogramming was well.